Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failure alert confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The blood glucose was unknown. The customer stated that the self test was passed. The device will be returned for the analysis.